Event description:
A malfunction alarm was reported. The customer's blood glucose level exceeded 500 mg/dl, displaying ¿high,¿ and a correction injection via mdi was administered. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was advised to call back if the malfunction recurred, and the customer acknowledged and understood the instructions.